Event description:
The customer reported that the system displayed a communication error message and had to be rebooted to regain functionality. The system likely shut down or locked up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced. The system was then found to be operating as intended.